Event description:
It was reported that the pacemaker declared a lead safety switch (lss) due to out of range impedances on the right ventricular (rv) lead. It was noted the patient had and MRI after the lss occurred. There was myopotential noise in the unipolar configuration. In the bipolar configuration the rv lead exhibited noise, no capture, and sensing issues. A x-ray was performed and the lead was fractured due to subclavian crush. A revision procedure was performed and this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.